Manufacturer narrative:
The suspect novasure device was received and evaluated on april 15, 2020. Visual inspection confirmed the reported condition; the external sheath was found to be crumpled. It was determined that this most likely occurred during the array retraction step post ablation due to the endometrial tissue increasing the external diameter of the array in relationship to the internal diameter of the external sheath. Every novasure disposable device is inspection to ensure proper device deployment and retraction prior to packaging and final release. The physician noted that the ablation procedure was completed successfully with no issues noted until they had difficulties retracting the array.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that upon ablation completion, the array would not retract back into the device while the device was still in the patient. "The plastic sheath rolled up. In the end they decided to cut away the plastic sheath in order to be able to remove the device." No known injury to patient. No additional details available.